Event description:
Clinical. Same as case as 6000089-2006-01351. It was reported that 7 days after a coronary drug eluting stenting treatment procedure the patient expired. The lesion being treated in the index procedure was a 3.5mm, 80% stenosed, 24mm long portion of the proximal right coronary artery (prox rca) with mild vessel tortuosity and moderate calcification present. The physician treated the target lesion with pre-dilatation and successful placement of two no-overlap taxus liberte' drug eluting stents of size 3.50x28mm and 3.50x12mm. The post-procedure target lesion had 0% diameter stenosis. There was d-grade dissection proximal to the target lesion. The patient was discharged the next day on aspirin and plavix. Seven days after the initial procedure the patient expired. The cause of death was septicemia from ischemic bowel. In the opinion of the physician the relationship of the death to the taxus liberte' stent was unrelated. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.